Manufacturer narrative:
Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Manufacturer narrative:
Based on the follow-up, the surgeon confirmed that the patient required a valve-in-valve procedure via transeptal approach due to prosthetic valve stenosis. The surgeon also noted that the patient had uremia. No other details provided. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not explanted, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Despite repeated attempts, no additional information was provided by the health-care provider to determine the root cause of the reported stenosis. No further actions are possible with the available information.

Event description:
It was reported that a transfemoral (valve-in-valve) procedure was performed after an implant duration of approximately 1 year and 8 months due to unknown reasons. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. There have not been any allegations of a product malfunction or quality deficiency.